Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova learned about a m. Chimaera infection retrospective study conducted in (B)(6). Within the article is stated that 9 patients died. This report captures 8 over 9 cases since one of those was already registered in livanova database and reported under MFR report number 9611109-2016-00770. These patients had undergone valve replacement in several hospitals between 2007 and 2015 and endocarditis is stated as most common symptom. Within the report it is stated that endocarditis or other mycobacterial infection was certified as contributory to all death. Heater-cooler systems 3t , hcu30 and hcu40 were used during the mentioned surgeries (between 2007 and 2015). Thirtyfive (35) heater-cooler systems 3t , six (6) hcu30 and four (4) hcu40 were sampled at several hospital between february and august 2015 and twentyseven (27) 3ts, three(3) hcu40s and four (4) hcu30s were found positive to mycobacteria. Among those, seventeen (17) 3t, one (1) hcu30 and one (1) hcu40 were positive to m.chimaera. It is unclear if these sampled devices were including the ones actually used for the above mentioned surgeries. The hospitals where the surgeries took place and the serial numbers of the devices used during the procedures are unknown.